Event description:
Baxter received a report from a baxter technician to report the life2000 ventilator packaged interface s leaking/soiled. The bed was located at the account. This occurred at home during patient use. There was no patient injury or death reported with this event. The reporter did not communicate this event to another baxter department or authority.

Manufacturer narrative:
The baxter technician found the xsmall interface needed to be replaced. A search of the baxter maintenance records did not show baxter performed any preventative maintenance on this device. It is unknown if the facility performs preventative maintenance on their devices. A new xsmall interface was shipped to the customer to be replaced to resolve the reported event. Based on this information, no further action is required.